Event description:
It was reported that the pt expired during the peritoneal dialysis treatment. The pts family reported the cause of death was cardiac arrest. Additional info requested from pt's clinic.

Manufacturer narrative:
A death has been alleged against the cycler machine. Due to lack of info, MDR's will be filed for each concomitant device as part of a system level review. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the pt's investigation. See related MDR's: 2937457-2014-00416 and 1713747-2014-99921.